Event description:
Boston scientific received information that the patient with this pacemaker system felt a muscle spasm under the left rib area that coincided with his heartbeat. Evaluation of the system revealed the right ventricular lead was causing the stimulation, as it was not capturing at high outputs. An x-ray was performed, revealing good lead position and no other anomolies. A micro-dislodgment was suspected. During the revision procedure, an initial attempt to reposition the lead was unsuccessful, due to difficulty in retracting the helix (~50 turns) from tissue in the helix mechanism. After the helix was retracted, a stylet could not be inserted into the terminal end of the lead, possibly due to overtorque required to retract the helix that caused the inner coil to collapse on itself. The lead was removed and successully replaced.